Event description:
It was reported that the patient experienced hyperglycemia on (B)(6) 2026 with levels remaining elevated for more than three to four hours and the patient got treated with insulin pump.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.